Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. There was no damage to the distal tips and no loose components in the sample. The overall length of the bur shall be 3.850 +0.015/-0.010 inches and the actual measurement was 3.86 inches which was in specification. The outside diameter of the sleeve area shall be 1.57 ± 0.02 millimeters and the actual measurement was 1.52mm which was out of specification. Functionally, the sample could fit securely into a handpiece. During console functional testing, no excessive grinding and wobbling was observed with the sample which had no functional issues. For additional analysis, the sample was compared to a reference sample and the blue colored sleeve of the sample was exposed/showing when seated in the handpiece, but the sleeve of the reference sample did not show. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the skeeter three burrs were wobbling after inserting into skeeter handpiece so it was not used. When handpiece checked with other older burrs it was not wobbling. There was no patient involvement.